Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient with an unknown implantable spinal cord neurostimulator (ins). It was reported that a patient's manufacturer representative (rep) had checked the patient's MRI compatibility and the rep had discovered that the leads were fractured. No symptoms were reported. The hcp did not have additional details including the patient info, the reps name nor any device information. No further complications were reported or anticipated.